Manufacturer narrative:
(B)(4).

Event description:
The cnp at the physician's office reported that the patient has experienced an increase in seizures since her generator replacement on (B)(6) 2016. The physician's office was thinking that it may be related to autostimulation since she is now implanted with the model 106 which has the autostimulation feature. The autostimulation settings were turned off. No additional relevant information has been received to date.